Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Cracks were observed in the bottom housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Corrosion was observed on the pcb board of the device. It could not be conclusively determined if the cracks in the bottom housing were the cause of this corrosion. When this corrosion occurred could not be determined. The exact cause of the corrosion could not be determined. The corrosion did not affect the pods ability to obtain the download data. The download data shows the generation of an 0x1c alarm during operation, indicating the pump had reached the pump expiration time. The download data shows the alarm time was 80 hours, indicating the device had reached it's expiration time. The pod had functioned as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 275 mg/dl. As treatment, the patient administered a manual injection of insulin.